Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Left shoulder; dislocation anterior. Surgeon feels it is possibly related to the tornier product. Implanted (B)(6) 2011. Treated with closed reduction and bracing.